Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and the lot number could not be provided by the facility.

Event description:
An external blood leak occurred during dialysis treatment. The nurse reported the leak came from the "general vicinity of the top of the dialyzer." The nurse could not identify the location of the external leak. The cartridge blood tubing set and non- gambro dialyzer were discarded prior to being inspected to determined the location of the external leak. There was no adverse event to the patient. A new circuit was set up and the patient finished her scheduled treatment. The phoenix machine was inspected and performed per manufacturer's specifications.